Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. Imaging tests were performed, and it was found that the balloon was empty; therefore, the patient underwent a revision surgery to remove and replace the component. Upon explant, a rupture in the balloon was noted. There were no further patient complications reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working. Imaging tests were performed, and it was found that the balloon was empty; therefore, the patient underwent a revision surgery to remove and replace the component. Upon explant, a rupture in the balloon was noted. There were no further patient complications reported.